Event description:
A minor vessel dissection occurred during anterior communicating artery (acom) coil embolization. The vessel dissection was resolved using medication. The physician used a different guidewire to complete the procedure. The patient was reportedly in a stable condition.

Event description:
A minor vessel dissection occurred during anterior communicating artery (acom) coil embolization. The vessel dissection was resolved using medication. The physician used a different guidewire to complete the procedure. The patient was reportedly in a stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Based on the information provided, the guidewire was tracking poorly through above average tortuous anatomy. The most likely the reported vessel dissection occurred as a result of the advancing the guidewire against the resistance encountered. Specific warnings that movement of the device against resistance can lead to vessel damage are noted in the labeling. Therefore, the most likely cause of the reported vessel dissection is related to the use of the device during the procedure.